Event description:
On (B)(6) 2013, the patient reported that her blood glucose level had been elevated to 457 mg/dl and bolusing via her infusion device did not bring that level down. Her target level is around 115 mg/dl. The patient changed the accessories on the device, but her blood glucose level continued to be elevated. The patient does not think the device delivers enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.